Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed post-sensed t-wave oversensing (pstwos) exhibited by the implantable cardioverter defibrillator. Programming interventions were made. The patient was asymptomatic.